Event description:
The customer reported that there was an image artifact (line) in the image. They did not provide information regarding the severity of the artifact. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The product was not returned for evaluation. No further information was provided. (B)(4).